Event description:
Five minutes after completing patient position change, intra-aortic balloon pump (iabp) alarm saying "restricted catheter" and iabp tubing found to have blood backed into helium tubing. Iabp turned off, helium tubing disconnected from balloon. Doctor notified. Iabp exchanged in catheterization lab. Patient never decompensated hemodynamically. Remained stable throughout event. Maquet representative notified as well. Balloon and helium tubing saved to be sent back to maquet due to balloon rupture. Cardiosave hybrid machine put in dirty utility, biomed notified, work order requested to evaluate machine. Manufacturer response for cardiosave hybrid intraaortic balloon pump, circulatory assist units, cardiac, intra-aortic balloon (per site reporter). From biomed: unit is under warranty / contacted maquet for field service to come check out unit / waiting on call from technician (tech) to see when he can come in / tech will be here tomorrow. Tech is troubleshooting and repairing unit. Maquet getinge group, cardiosave hybrid.